Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a clinic visit, an instance of noise was observed on the right ventricular lead. No patient symptoms were reported. Device reprogramming was performed and the patient would be monitored.